Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 400 mg/dl. Customer stated that they were not using auto mode feature at the time of event. Customer stated that they had insulin flow blocked alarm. Customer stated that it was past event and resolved by complete set change. The device will not be returned for analysis.